Manufacturer narrative:
Unk. This product is not marketed in the us. Device evaluation: the lens was returned dry, in a micro-centrifuge vial. There was residue on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -9.5/+2.0/91 (sphere/cylinder/axis) implantable collamer lens into patient's right eye on (B)(6) 2018. Lens rotation not associated with low vault was observed the lens was repositioned on (B)(6) 2018 and the problem was resolved. On (B)(6) 2018 the lens was exchanged for a different model because the patient experienced discomfort. Currently, the patient's condition is good.